Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) quality engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The probable root cause of the reported event can be attributed to user confusion regarding the optimal conditions the system needs to insert instruments without issues. This issue can be resolved by properly focusing the instrument during insertion.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, clinical sales representative (csr) contacted isi technical service engineer (tse) and reported prograsp instrument jaw opened and closed on tissue while surgeon was inserting instrument onto universal surgical manipulator (usm) #1. Surgeon stated to the csr that this issue has occurred previously and is not isolated to usm #1. This issue required further investigation and may be related to user action. Csr stated that no one was at the surgeon side console to manipulate the instrument jaws. Csr stated that the surgeon engaged the instrument onto the arm and advanced it into the field and them re-clutched the instrument clutch button and the jaws opened and then closed on tissue. There were no errors or messages. Tse recommended csr observed the surgeon during the next instrument insertion and attempted to identify any behavior that may induce the issue. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. Followed up with the initial reporter and obtained the following additional information: there is no information regarding dates or procedure information regarding the previously reported issue. Contact person believes this is a user issue as this issue only occurs with this surgeon. Contact person clarified that stuck on tissue was not tissue entrapment, but when any instrument especially an instrument like a grasper when laid on fat will have some sticking to the jaw, surface to surface, but when you open the jaws, the tissue falls off. The tissue was not entrapped or stuck. No tissue was excised, nor bleeding was observed.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The surgeon left the instrument out of view, which caused instrument to accidentally grab tissue. The surgeon will be informed to have the instrument in camera view before inserting. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.